Manufacturer narrative:
Device returned for investigation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The event description states that the tip broke off when removing the trapliner from the patient at the end of the case. Weld joint separation was noted and confirmed. No other damage was noted on the unit. The account was inquired on procedure details. No response was received. Per IFU, a warning and precaution are stated as the following: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
Hold for r.g. 1.20as reported: physician stated the tip broke off when removing the trapliner from the patient at the end of the case.